Manufacturer narrative:
The returned system controller, serial number (B)(4), was functionally tested using laboratory equipment and was found to function as intended, even when the cables were maneuvered. The white and the black power leads were independently disconnected, and the system continued to function properly. The reported event where the system had an unexplained power loss causing the internal clock to reset was confirmed based on the analysis of the log file records. The device did not record any data during the loss of power so the length of the time the device was without power could not be determined. The data captured in the log file suggests that the system controller was disconnected from the power source, resulting in the reported event. Upon evaluating the returned system controller, serial number (B)(4), it was determined that this controller had not been placed into service and appeared to be the patient¿s backup system controller. The returned controller was functionally tested and exercised while connected to the equipment in the lab and was found to function as intended during analysis even while supported independently by either power lead. A review of device history records for these devices showed no deviations from manufacturing or qa specifications. The evaluation could not determine a direct relationship between the battery clip set and the reported event, because the clips were not returned for evaluation. The evaluation could not determine a direct relationship between the battery set and the reported event, because the batteries were not returned for evaluation. No further information is available. The manufacturer is closing its file on this event. (B)(4).

Manufacturer narrative:
The manufacturer is attempting to acquire the devices for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was found deceased at home. Both of her batteries were out of their clips. Two new batteries and her lunch were on the counter. The log file showed a power loss and pump disconnected alarms. The hospital is not sure what happened.